Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted an embedded, partially encapsulated, black, round, particulate matter (pm) inside the drain line tubing. The reported condition was verified. The cause of the condition was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during the extrusion process. Particulate matter in the drain line does not pose a significant risk to the patient because the drain line is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the patient line of an amia automated pd cycler set; the pm was described as "black thing." This was identified prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.